Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6, -12.00/2.00/093 (sphere/cylinder/axis), implantable collamer lens was implanted and replaced intraoperatively with a longer length lens on (B)(6) 2021 from patient's left eye (os) due to low vault. This resolved the problem.